Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4194 implantable pacing lead (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2008; unknown mdt-lead (B)(6) 2008; 6957j implantable tachy lead; 452353s implantable pacing lead (B)(6) 2001; 401158 unknown implantable pacing lead. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  reached early battery depletion due to the left ventricular (lv) lead having high threshold and low impedance. The ICD was explanted and replaced. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.